Event description:
On (B)(6) 2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that she felt tired/weak, her speech was slower than usual and her blood glucose level elevated to over 500 mg/dl due to a bent cannula. Therefore, on (B)(6) 2021, the patient went to the emergency room and was subsequently admitted to the hospital as she experienced hyperglycemia (over 500 mg/dl). The site location was patient's stomach and the infusion had been used for two days. During hospitalization, she received insulin drip via intravenous route as corrective treatment. The patient was released after three days from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that she felt tired/weak, her speech was slower than usual and her blood glucose level elevated to over 500 mg/dl due to a bent cannula. Therefore, on (B)(6) 2021, the patient went to the emergency room and was subsequently admitted to the hospital as she experienced hyperglycemia (over 500 mg/dl). The site location was patient's stomach and the infusion had been used for two days. During hospitalization, she received insulin drip via intravenous route as corrective treatment. The patient was released after three days from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.